Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented at the ER with chest pain and hypotension. A CT was done and revealed a rupture of the thoracic aneurysm. Per the physician it appears that the distal thoracic aorta dilated post-surgery leading to a type I distal endoleak, which lead to rupture of thoracic aorta. The physician implanted an additional valiant 38/38/150 distal to existing valiant and the rupture and endoleak were successfully resolved. No additional clinical sequelae were reported and the patient is fine.